Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that during routine microbiological testing, the colonovideoscope tested positive for <1 colony forming units (cfus)/ml in the biopsy channel, 18 cfu/ml in the air/water channel, and 1 cfu/ml in the auxiliary channel of mesophilic microorganisms . All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lms final investigation. The lm reviewed the customer provided cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: may 22, 2024. Test result date: may 27, 2024. Sampling from: distal end unit, instrument/biopsy/suction channel, air/water channel, auxiliary water channel. Cfu (colony forming units): negative, no detection. Bacterial identification: n/a. The device was evaluated where a whitish foreign material was found inside of the air/water cylinder, air/water tube, and jet tube, which has been attributed to insufficient reprocessing. The subject device was a loaner device that had not been used in procedure at the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.